Manufacturer narrative:
(B)(6). The customer received remote support.

Event description:
It was reported to philips the device capacitor was faulty. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the capacitor. The customer did not accept the quote. It was determined that this was a malfunction of the capacitor. The device remains at the customer site and no further evaluation is warranted at this time.